Event description:
It was reported that during a scheduled filter retrieval, it was identified that allegedly a filter leg had perforated patient's vena cava and the filter was tilted by approx 30 degrees. The physician attempted to retrieve the filter; however, was unsuccessful. The pt was reported to be asymptomatic. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The device remains implanted; therefore, not available for eval. Case images were received and reviewed. The first set of images are dated (B) (6) 2009. The first four images are venacavagrams of the cava and there are no bony landmarks present on these images. The last image appears to show the deployment of a g2 express filter using a g2 express femoral delivery system. The tip of the filter appears to be placed at the top of l1. The image does not contain contrast and therefore the filter tilt at placement could not be assessed. Also, the image is not clear enough to determine if the filter was properly deployed. The second set of images are dated (B) (6) 2009. The first image is an image of the chest. The second image is a venacavagram and it appears that the filter tilted approx 25 degrees. There are tow limbs that may be outside the contrast column; however, since no cts were returned, filter limb perforation cannot be confirmed. The complaint is confirmed for filter tilt and inconclusive for perforation. The current IFU (instructions for use) states: potential complication: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.